Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right ventricular set screws were unable to be loosened and excessive force was required to remove the right ventricular (rv) lead from the header. While the lead was being pulled from the header, the insulation pulled back and the lead conductor became fractured. The lead was cut and surgically abandoned, however, a portion remained in the header. Troubleshooting was performed and the set screws were able to be loosened and the remaining portion of the lead was removed from the header. No adverse patient effects were reported.

Manufacturer narrative:
Another manufacturer's device and rv lead were successfully implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted a lead tip in the ventricular port and all retainer rings were bent. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.